Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Rv intrinsic amplitude was noted to be out of range. Review of the data indicated rv threshold increased from 0.6 volts (v) to greater than 3.0v. In response, output was adjusted to auto 5.0v@0.4ms. Additionally, a brief episode of noise and oversensing was observed on the presenting electrogram (egm). An in-clinic review of the lead functions was recommended. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was reprogrammed and the device was successfully capturing post re-programming. Additionally, the patient had 1:1 atrioventricular (av) conduction, therefore, the av search was turned on to promote intrinsic rhythm. Subsequently, additional information was received indicating rv lead configuration was changed from bipolar to unipolar/bipolar and rvat feature was turned off.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Rv intrinsic amplitude was noted to be out of range. Review of the data indicated rv threshold increased from 0.6 volts (v) to greater than 3.0v. In response, output was adjusted to auto 5.0v@0.4ms. Additionally, a brief episode of noise and oversensing was observed on the presenting electrogram (egm). An in-clinic review of the lead function was recommended. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Rv intrinsic amplitude was noted to be out of range. Review of the data indicated rv threshold increased from 0.6 volts (v) to greater than 3.0v. In response, output was adjusted to auto 5.0v@0.4ms. Additionally, a brief episode of noise and oversensing was observed on the presenting electrogram (egm). An in-clinic review of the lead functions was recommended. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was reprogrammed and the device was successfully capturing post re-programming. Additionally, the patient had 1:1 atrioventricular (av) conduction, therefore, the av search was turned on to promote intrinsic rhythm.